Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-may-2024. The device evaluation was completed on 27-jun-2024. The device was returned to biosense webster for evaluation. Visual inspection, and magnetic sensor functionality tests of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed there was a hole in the pebax area. A magnetic functionality test was performed and the device was recognized and visualized correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The hole on the pebax could be related to the magnetic issue reported by the customer. The complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle; do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy; the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter; inspect the irrigation saline for air bubbles prior to its use in the procedure. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturers reference number:(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax area. Checked the thermocool smarttouch sf catheter display and has disappeared on the carto 3 screen. Checked the metal interference level and only map was at about 800. The display was confirmed when the oct was moved outside the patient's body into the mapping area. When the cable was removed from the ngen to replace the smarttouch sf cable, the pin on the cable was broken. The thermocool smarttouch sf catheter was replaced with another new one and resolved because the degree of metal interference was about 1600 after the cable was replaced. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-jun-2024, there was a hole in the pebax area. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax area on 27-jun-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
During an internal review on (B)(6) 2024, noted a correction to the 3500a initial ¿d10. Concomitant medical products and therapy dates¿ section as included an ¿unk pump¿; however, it should have been processed as an ¿unk_smartablate pump¿. However, since then on (B)(6)2024, we received information stating, ¿smartablate pump was not used.¿ corrected the system to a ngen pump, japan configuration. Therefore, have processed this section accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).